Event description:
It was reported that the patient using an ilet system missed a required lunch meal announcement, after which blood glucose reached 265 mg/dl, and the patient experienced no symptoms according to the daughter; troubleshooting and education were provided, and there were no device alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no change in activities of daily living and no need for medical intervention or hospitalization. Investigation included a review of device use, confirmation of missed meal announcement, and user education on proper meal entry. Investigation of this case revealed user error related to meal announcement timing with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
Initial.